Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported via sus voluntary event report (mw5183003) (mw5183002) "on (B)(6) 2025 I had a breast implant replacement. I originally had saline implants placed in (B)(6) 2002 and had zero medical issues. In (B)(6) 2025 I noticed a deflation of one implant. Upon removal, it was determine there was a partial leak" and later reported "both of the old capsules were left in when the implants were exchanged" and "had 100 ccs less saline". This record is for the right side. Device has been explanted.